Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the protective foot plate had been drilled into and was broken. It was determined that the device was assembled improperly with the cutter device and the motor device. It was determined that when the cutter device was improperly loaded into the device and then installed onto the motor device, the cutter device did not seat properly in the locking chamber. It was determined that the device was forced into position which placed the distal tip of the cutter device in compression. It was determined that at this point, the tip of the cutter device was in direct contact with the neuro tip of the device. It was determined that when the motor device was started, the cutter device drilled into or through the neuro tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during post-surgery in sterile processing, it was observed that the craniotome device had a broken tip. The event was not reported to have occurred during surgery. There were no delays in a surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred close to the date this event was reported in (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.